Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 142 mg/dl. No significant events leading to the alarm were observed. The customer stated that it was very humid, however, and that the device may have been exposed to moisture. The customer also reported that she observed moisture under the display screen and was unsure how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.